Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. However, it did not meet the requirements for reflux testing. There was proteinaceous debris observed in the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. The IFU also cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that there was no flow from the valve. According to the report, the fluid got stuck in the delta chamber when the doctor was trying to pull through fluid intraoperatively. It was reported the doctor replaced the valve with another strata valve to complete the surgery. Reportedly, there was no injury to the patient.